Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Even though it was reported that the shaver went to full function in forward mode, the manufacturer's evaluation of the shaver console did not reveal anything relevant to the event. All console functions were normal. The shaver was not returned for evaluation but was put back into the facility's production with no further reported issues. The cause of the event is undetermined. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the shaver went to full function in forward mode. The rep stated the patient had cartilage damage. The case was a knee scope, male (B)(6). Follow-up investigation: the knee scope was proceeding as planned. The surgeon's assistant had the shaver jaws facing toward the cartilage instead of facing down while using. The shaver went to full-on in forward mode and took a bite out of the patient cartilage, approximately 4x6 mm. The surgeon debrided the gouge and moved on to complete the case. They then switched the setup to the other port on the shaver console and the case was completed without issue.